Event description:
It was reported that this inflatable penile prosthesis (ipp) had been exhibiting inflation issues for approximately six months. During review of a computerized tomography (CT) scan performed for reasons unrelated to the device, the physician confirmed that the device appeared normal. The patient noted that the ipp was not able to be reactivated by a sales representative and stated that they were dissatisfied with the device. It was indicated that after discussing the experience at length, the information would be relayed to the physician. No additional information was reported.

Manufacturer narrative:
Implant date estimated.

Manufacturer narrative:
D6a: implant date estimated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had been exhibiting inflation issues for approximately six months. During a computerized tomography (CT) scan for reasons unrelated to the device, the physician confirmed that the device appeared normal. The patient noted that the ipp was not able to be reactivated by a sales representative and stated that they were dissatisfied with the device. It was indicated that after discussing the experience at length, the information would be relayed to the physician. No revision surgery had been scheduled yet. No additional information was reported.